Manufacturer narrative:
Submit date: 02/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer reported the pump does not turn on/stay on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of does not turn on/stay on. The unit was triaged and the reported issue was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.